Event description:
It was reported that a patient experienced a loss of therapeutic effect and no stimulation sensation which resulted in a lead revision. After the surgery the patient turned the right side up to 8v and still "had issues." The patient could not feel stimulation on the left side either. It was stated that the doctor believed that the nerves were "just overstimulated" because the amplitudes were no high. The company representative was going to ask the doctor to check the lead and determine what actions should be taken next. Additional information reported that as of (B)(6) 2013 there was "no additional information on results." If more information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v973753, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).